Event description:
Suspected skin/soft tissue infection of left foot wounds treated empirically with IV antibiotics during hospitalization.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).